Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
This is filed to report inability to straighten the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. The sgc was advanced to the mitral valve. One clip was implanted. The plus/minus knob of the sgc was then turned to approximately 20-30 degrees in the negative position; however, a pop sound was heard and the knob stayed in neutral position. The sgc could not be straightened and was removed without issue. One clip was implanted, reducing mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number -(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue and device operating differently than expected cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.